Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) india, allegingthat his onetouch selectsimple meter displayed inaccurate results compared tohis feelings/normal reasults. The complaint was classified based on the customerservices representative (csr) documentation.the patient reported that starting two days prior to contacting lfs, he had testedhis fasting blood glucose levels and obtained results of "75-80 mg/dl". Thepatient manages his diabetes with insulin (exact name and dosage not provided).the csr documented that "as the patient thought that the result was normal, hedid not take his normal dosage of medication". The patient reported that anunknown time later, he "felt giddy" and stated that he ate some sugar to treat hissymptom. It was reported that the patient immediately visited the hospital where alaboratory result was "around 30-40 mg/dl"; the time difference between themeter and laboratory test was not communicated. The patient indicated that notreatment was provided at the hospital as he felt better.during troubleshooting, the csr confirmed that the subject meter was set to thecorrect unit of measure. The patient confirmed that his test strips were withinexpiry date and had been stored correctly. He did not have control solution to test the meter and test strips. Replacement products were sent to the patient.this complaint is being reported because the patient reportedly developed a sign suggestive of a serious injury adverse event. I.e. A blood glucose result of "around30-40 mg/dl" on a laboratory device, after obtaining alleged inaccurate results on the subject meter.